Event description:
According to reporter upon removal it was noted that the reinforcement wire was exposed and protruding. The trach required replacement with a new product. The pt suffered no reported injury or distress.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.